Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that (2) ar-3638 fibertaks fork like inserter tip broke in the patient. Fibertak anchors were successfully inserted and repair was completed using these two devices; however, both broken tip fragments remain in the patient and were not recovered. This was discovered during a labrum repair on (B)(6) 2022.